Event description:
Information received indicates the pendant interconnect cable was pulled apart, and bare wires were exposed.

Manufacturer narrative:
A pendant interconnect cable was ordered to repair the bed.